Manufacturer narrative:
Carefusion complaint #: (B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). Results of investigation: a carefusion field service representative evaluated the device on site and replaced the front panel in order to resolve the reported issue. The front panel was returned to carefusion's failure analysis laboratory and installed into a known good unit. The root cause of the reported issue was identified to be due to the liquid crystal display (lcd) which had become degraded.

Event description:
It was reported that the ventilator experienced a dark display and audible alarm upon pre-use set up. There was no patient involvement at the time of the reported incident.